Manufacturer narrative:
Limited information was provided by the customer. No errors were noted in the log.

Event description:
On (B)(6) 2018, a canadian customer site reported an unexpectedly negative antibody screen and antibody panel, which was tested on a galileo neo instrument.